Event description:
It was reported that cartridge leaked insulin from o-ring during use on pump and issue occurred one time. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, successfully resumed insulin therapy, and was educated by technical support to fill cartridge prior to loading onto pump, which customer understood and acknowledged; original cartridge was not available for return.